Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the scs system was explanted and replaced to address the issue.

Event description:
It was reported the patient was unable to enter MRI mode. Diagnostics indicated invalid impedance. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated